Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
Customer reported falsely depressed platelet results from the cell-dyn ruby analyzer for one patient. The customer provided the following: platelet results on (B)(6) 2020 sid (B)(6) initial = 11.6 k/ul / repeat 22.3 k/ul; new sample on (B)(6) 2020 = 26.6k/ul. There was no impact to patient management reported.

Event description:
Customer reported falsely depressed platelet results from the cell-dyn ruby analyzer for one patient. The customer provided the following: platelet results on (B)(6) 2020 sid (B)(6) initial at 624am =19.8k/ul / retested at 1805pm = 11.6 k/ul / at 2117pm repeat 22.3 k/ul; new sample on (B)(6) 2020 = 26.6k/ul. There was no impact to patient management reported.

Manufacturer narrative:
Additional information for section b5 to include the initial testing of the sample at 6:24am on (B)(6) 2020. The investigation included review of product historical data, and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or abnormal complaint activity. Return testing was not completed as returns were not available. The data shows that hemoglobin (hgb) and platelet (plt) results for the first run were significantly different from subsequent two repeat runs (same sample and redraw). In addition to the hgb and plt results, the total wbc counts, rbc counts and hct results were also discrepant. Based on the information provided, preanalytical issues such as improper sample handling and/or mixing cannot be ruled out. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the cell-dyn ruby for the complaint issue.